Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the hardware low level failure. The blood glucose level was 112 mg/dl. The customer reported that he ran the self test again and during self test the pump alarmed hardware low level failure also in alert history there were few hardware low level failure alarms. The troubleshooting was performed. The pump being returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due broken trace on keypad assembly. The audio beeps properly during the self test.